Event description:
Same case as MDR ID: 2134265-2015-02722. It was reported that the rotawire broke and the burr became stuck on the guidewire. A 1.25mm rotalink¿ burr and a 330cm rotawire were selected to treat the target lesion. During platforming outside of the patient, it was noted that the rotawire broke in two. The proximal end of the wire was stuck inside of the rotalink. The devices were removed and the procedure was completed with another of the same rotalink and rotawire. No patient complications reported..

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR., the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and it was noted that the handshake connection was bent. The burr was microscopically examined. The annulus of the burr was found to be misshapen and damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02722. It was reported that the rotawire broke and the burr became stuck on the guidewire. A 1.25mm rotalink¿ burr and a 330cm rotawire were selected to treat the target lesion. During platforming outside of the patient, it was noted that the rotawire broke in two. The proximal end of the wire was stuck inside of the rotalink. The devices were removed and the procedure was completed with another of the same rotalink and rotawire. No patient complications reported.